Event description:
An initial event notification was received by united therapeutics drug safety on 05-jan-2026 from accredo health group, inc., and forwarded to millyard advanced medical products, llc on 06-jan-2026. It was reported that the patient received alarms that stopped their infusion while using remunity pump, serial number (B)(6). The patient reportedly switched to their backup remunity pump and a replacement system was couriered to the patient by the speciality pharmacy. It was later reported that the patient received cassette depleted alarms earlier than expected while using both of their remunity pumps, serial numbers (B)(6). Troubleshooting efforts were unsuccessful. The patient ultimately resumed therapy using a third remunity system they had on hand, and was confirmed to be successfully infusing at the time the event was reported.

Manufacturer narrative:
Initial event information was received by united therapeutics drug safety on 05-jan-2026 from accredo health group, inc. And forwarded to millyard advanced medical products, llc, on 06-jan-2026. Based on the information available at that time, the event was assessed as non-reportable. Product was later returned to millyard advanced medical products, llc, for investigation on 22-jan-2026 and reportable information was discovered by way of a technical investigation completed on 17-mar-2026. Therefore, for MDR purposes, the date received by the manufacturer (g3) is 17-mar-2026, and the report source (g2) is listed as company representative. ---- logs retrieved from returned remunity remote, (B)(6), paired with remunity pump, (B)(6), revealed that occlusion and pump error alarms were generated by the system on 03-jan-2026. Per design of the system, both alarms would have stopped the patient's infusion, confirming the reported event. Logs leading up to the occlusion and pump error alarms are consistent with occlusion-like behavior and air entering the pump, respectively; however, the cause of the occlusion-like behavior and air into the pump could not be conclusively determined. Further review of the system logs confirmed the reported cassette depleted alarms on 03-jan-2026. During the investigation, a test delivery was performed without issue. Upon disassembly of the pump, evidence of fluid ingress was observed, consistent with the cassette depleted alarms. A specific cause for the fluid ingress could not be conclusively determined. Logs retrieved from returned remunity remote, (B)(6), paired with remunity pump, (B)(6), confirmed the reported cassette depleted alarms on 03-jan-2026. During the investigation, a test delivery was performed without issue. Upon disassembly of the pump, evidence of fluid ingress was observed, consistent with the cassette depleted alarms. A specific cause for the fluid ingress could not be conclusively determined. ---- attempts to obtain additional information from accredo health group, inc. Were unsuccessful.